Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior pelvic floor repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the lead suture broke while pulling it through the tissue. Nothing fell off inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned uphold lite with capio slim revealed that there is blood residue on the mesh and sleeve of the mesh assembly. The blue dilator is broken at the proximal end. The suture and dart are missing and were not returned. The blue dilator is torn and the suture is frayed. The carrier is bent and does not deploy to the center of the catch when fully deployed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.